Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error "hwbat" . No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. The receiver data log was downloaded and reviewed and found hardware battery errors. The report of the receiver displaying a hardware error code failure was confirmed. The root cause was determined to be a defective receiver battery.